Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. It also had moisture damaged at motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act and esc buttons were not responding after she went into the pool with the insulin pump. She stated that the device did not have any cracks but there was moisture on the right hand side of the lcd screen. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.